Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device went back to the welcome page by itself during a sensor session. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.